Event description:
It was reported that a peritoneal dialysis patient experienced peritonitis induced septicemia and later passed away. The cause of the peritonitis event was unknown. The patient was hospitalized for the event and treated with fortum (250mg, frequency and route not reported), reflin intraperitoneally (250mg every bag, frequency not reported) and vancomycin (3 days, dose and route not reported). The outcome of the peritonitis event was unknown. On an unreported date, the patient experienced peritonitis induced septicemia and passed away. It was not reported if dianeal therapy was ongoing until the time of death. It was not reported if an autopsy was performed. Additional information was not available. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).